Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was between 100-220mg/dl. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.